Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was attempted in the left bundle branch area, the electrical parameters were tested and showed high capture thresholds. Additionally, the qrs complex (patient's morphology) was not as expected. The physician attempted to remove the lead and performed more than 15 rotations to retract the helix mechanism which was not successful. The lead was pulled out slowly, and became stuck; however, it was able to be removed. It was noted that there was damage to the helix mechanism. The lead was exchanged for a new one, and the new lead was positioned in the septum area. The procedure was completed with no adverse patient effects reported. This attempted lead is expected to be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was attempted in the left bundle branch area, the electrical parameters were tested and showed high capture thresholds. Additionally, the qrs complex (patient's morphology) was not as expected. The physician attempted to remove the lead and performed more than 15 rotations to retract the helix mechanism which was not successful. The lead was pulled out slowly, and became stuck; however, it was able to be removed. It was noted that there was damage to the helix mechanism. The lead was exchanged for a new one, and the new lead was positioned in the septum area. The procedure was completed with no adverse patient effects reported. This attempted lead is expected to be returned for analysis. Additional information: this product has not been returned for investigation. Despite numerous attempts to obtain product return. There has been no further correspondence. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was attempted in the left bundle branch area, the electrical parameters were tested and showed high capture thresholds. Additionally, the qrs complex (patient's morphology) was not as expected. The physician attempted to remove the lead and performed more than 15 rotations to retract the helix mechanism which was not successful. The lead was pulled out slowly, and became stuck; however, it was able to be removed. It was noted that there was damage to the helix mechanism. The lead was exchanged for a new one, and the new lead was positioned in the septum area. The procedure was completed with no adverse patient effects reported. This attempted lead is expected to be returned for analysis.